Event description:
It was reported that the patient was presented in the clinic for a follow-up after receiving unanticipated high voltage therapy due to multiple instances of ventricular noise. The device recorded 4 vf episodes, which indicates true lead noise. Lead testing did not reproduce an out of range impedance measurements or noise. The lead remains implanted and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.